Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the laser fiber worked fine to start the case then broke during use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on june 28, 2021 that a flexiva tractip laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the laser fiber worked fine to start the case then broke during use. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results: the returned flexiva tractip high power single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber measured 315 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and had normal degradation. A functional evaluation revealed that there was no light from the sma connector, indicating a fracture within the connector. No other problems with the device were noted. The reported event of the flexiva tractip high power single use laser fiber stopped working was confirmed. The reported failure to emit laser energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.